Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during a total knee arthroplasty the locking nut dissembled from the adjustable valgus alignment guide and could not be reassembled. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The valgus alignment guide was received for evaluation and the reported event was confirmed. A visual review of the retuned device identified that the nut was forcibly disassembled in an attempt to loosen a seized valgus guide. The cause was an inadequate design of the lock nut mechanism of the persona adjustable valgus guide. The device history records were reviewed and no discrepancies were identified damage of the instruments due to use is addressed in package insert instrument/provisional use, care and sterilization. The likely condition of the part when it left zimmer biomet control is considered conforming based on the returned product, the DHR review and the extended field life. The complaint is confirmed as evidenced by the evaluation of the returned damaged instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends